Manufacturer narrative:
Ninety five sites have been notified via product safety notice (psn) and a correction will be available as an emergency patch for all affected versions. There are 0 sites that have already been corrected. No instances of pt harm have been reported as a result of this issue.

Event description:
This issue was found by a client at site. In powerpath, on rare instances, two reports may be created for the same case at the time of case sign-out. These reports may contain incomplete diagnostic info and may be sent over the results interface or distribution services.